Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that it was the left master tool manipulator (mtm) that was drifting and resolved the issue by performing a gravity compensation calibration on the mtm. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an arm was drifting. The caller did not have any additional information to provide. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue was identified by a surgeon during a procedure but not specified when. The surgeon stated the arm would drift in the patient when the surgeon let go of the master tool manipulator (mtm).